Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full explant due to irritation caused by the device and lack of efficacy. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The suspect device has been received by the manufacturer and is awaiting completion of product analysis.

Event description:
Product analysis was completed on the suspect device. An interrogation, system diagnostic test, and a comprehensive electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen and the device performed according to functional specification. Product analysis worksheet was reviewed and no anomalies were seen. Wandcomm data was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.